Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-73158.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels on (B)(6) 2014, and again that day for low blood glucose levels. The blood glucose reading was 400 mg/dl, then 164 mg/dl. The customer stated that she had been exercising and was in the heat leading up to the event. She felt like she had lost a lot of energy and did not realize that she had pulled the device from her stomach. She stated that she has a thyroid cyst and should be on medication for that as well. She noted that her urine was smelling and she was losing too much water. She added that she had zeroed out her basal rates on the insulin pump. Upon troubleshooting, the reservoir showed the same amount of insulin as was shown on the status screen. She was advised to monitor the device, discontinue its use, and to refer to a doctor for low blood glucose. She complained that she thought people were changing her settings. The most recent blood glucose reading was 158 mg/dl. Nothing further reported.